Event description:
Patient was to receive bone marrow (stem cell rescue) about a week ago. The y-type blood tubing was primed with normal saline. No leak in the tubing was noted. The bone marrow bag was then unclamped for infusion. The nurse noted a leak from the tubing. The tubing right below the filter was clamped immediately. The patient's central line was also clamped. Blood in the filter was squeezed back into the bone marrow bag. The remaining blood below the filter was drained into a sterile bowl. New blood tubing was placed and intact.upon further assessment of the original tubing, there was a slit or small hole half way between the filter and the end of the tubing.